Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient's right ventricular lead had high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.